Event description:
It was reported that the surgeon performed a hemi-thyroidectomy using the nim-response 3.0 monitor and trivantage tube. The surgeon confirms that all had green checks in the setup screen. Stimulus was set between 0.8ma and 1.0ma. Event threshold was set at the default 100uv. It is unknown what the stim return value was showing. The case was approximately 90 minutes long. During the operation the surgeon did find the rln which initially stimulated fine. Later in the case the nerve would not stimulate in the same area. ¿the electrodes were recognized [by the system] as there were events initially during the case. When stimulating, she initially received both audible pulse responses and corresponding waveforms. Later in the surgery, on the same side, she would receive an audible pulse stimulus response but no waveforms. Visual inspection of the nerve at the end of the surgery showed the rln to be intact. After the case the surgeon scoped the patient and found paralysis of the vocal cord. The surgeon reported no changes in surgical technique, nor in nim settings. Patient had temporary unilateral vocal cord paralysis. Patient went to speech therapy immediately and the vocal cord recovered.¿

Manufacturer narrative:
(B)(4) concomitant - nim trivantage emg tube 6.0mm ID, 510k: k112686 8225101 - 5pk std prass flush tip probe, 510k: k934426. (B)(4). The products have not been returned for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.